Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump was programmed correctly. The diabetes educator did not have any supplies with her at the time, therefore, no further troubleshooting was performed. The diabetes educator stated that the dr requested to have insulin pump replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.